Event description:
It was reported that a balloon rupture occurred. A percutaneous coronary intervention was performed on a severely calcified lesion. A 5.50mm x 12mm nc emerge balloon was advanced to the lesion to dilate the lesion for 15 seconds, and on the second inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.